Event description:
The tlc55 was used during a low anterior resection sometime in 5/95. Rep reported the surgeon reanastomosed the bowel using the tlc55 twice to transect the intestine and a third time to complete a functional end to end anastomosis. He closed off the small intestine with a tl60. The anastomosis looked fine so they closed the pt. Dr stated the pt became very sick and had to be reoperated on. He then found the pt to be septic. He stated it appeared the anastomosis had fallen apart and they could find no evidence of staples, they hand sewed the anastomosis and to date the pt is doing fine.